Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer stated that the adapter fell apart and she could seeing underlying exposed wires which is a safety risk. The issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from he manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. This corrective action applies to transformers with a date code greater than or equal to (B)(4). Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer. Replacement product or online ordering information.

Event description:
Customer called to report that her ac adapter cracked - mom used electrical tape to fix the crack as the customer was taking it out of the wall it literally just came apart and she could see the wires inside. Part of the plastic came of and the screw won't stay in. This is a safety risk.